Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2016 customer was admitted to hospital for high blood glucose levels, ketoacidosis because of possibly inaccurate insulin delivery. Blood glucose level high (vomiting, diarrhea). Stationary treatment for four days. Correction: insulin via infusion. Doctor cannot explain the reason for the high blood glucose values, recommended to change the pump as wrong delivery is possible. A request was made for the return of the device.